Manufacturer narrative:
Pump received not stuck in the manufacturing mode. S/w 3.18e. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08790 inches. The insulin flow blocked alarm functioning properly. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on wednesday with blood glucose of 600 mg/dl. The customer's current blood glucose is 502 mg/dl. The customer experienced the symptoms such as dizzy, cannot concentrate for anything. Troubleshooting was done for high blood glucose and under delivery. The customer also stated that the cannula was bent. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.